Event description:
It was reported that the e-kit sheath fell off inside the pt and was passed, 9 days later. The actual event occurred on (B) (6) 2009.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.